Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that 45 minutes into the case, the force bipolar instrument wrist became offset and the jaws would not open. The customer indicated the instrument could not be removed and then was removed with the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the charge nurse informed the reported issue occurred during a robotic hiatal hernia repair with nissen fundoplication. It was noted that no tissue was stuck inside the instrument jaws and no tissue need to be removed. The charge nurse did not know if the force bipolar instrument was in force grip mode. No medical intervention was require, nor was blood lost. The instrument was pulled out and replaced. No fragments fell into the patient. It was noted the patient was a 46-year-old female who weighed 94.5 kg and birthday is (B)(6)1974. The charge nurse confirmed the procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis did not replicate/confirm the customer reported issue. Mechanical testing was performed, the unit was installed into the test system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A visual inspection was performed and found the conductor wire to be broken at the distal end. The instrument failed an electrical continuity test.